Event description:
According to the reporter, during a pancreaticoduodenectomy procedure, the devices did not fire during anastomosis. The surgical time was extended by30 minutes or more due to the product problem - anastomosis had to be done again. New device loads had to be used to complete the case. There was no patient injury.